Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Article reference: lundgren, j "vagus nerve stimulation in 16 children with refractory epilepsy." Epilepsia, 39 (8): 809-813, 1998.

Event description:
It was reported in a scientific article that a lead fracture was observed in a vns pt after first implantation. The lead was surgically replaced without difficulty. Good faith attempts to obtain additional info has been unsuccessful.